Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient experienced a low blood glucose event on (B)(6) 2026. The patient managed the low blood glucose with carbohydrates intake. No further information available.